Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. Access was obtained through the right femoral artery. The >50% stenosed lesion was located in the distal right coronary artery. The lesion was predilated with a 2.5mm maverick balloon inflated three times to 10 atms for 8-15 seconds. A taxus express2 2.5x20mm drug eluting stent was inserted and deployed to 8 atms for 13 seconds and again to 9 atms for 15 seconds. The physician reported experiencing deflation difficulty. The stent delivery system was able to be removed from the patient and the procedure was completed. The patient received heparin, dilaudid, angiomax and ic ntg during the procedure. Post procedure, plavix and aspirin were administered. No patient complications occurred.